Event description:
It was reported the hand piece was about to be used during an unknown procedure. The device malfunctioned (no details). Another device was used to complete the case. No pt consequence.